Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received from a technical services representative clarified the patient's driveline repair was performed on (B)(6) 2024 (captured under manufacturer report #2916596-2024-07155), and that no repair was performed on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported driveline fault alarm. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline; however, a specific cause for the alarm could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event of the patient being unresponsive could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2025. Driveline fault alarms, which were manually silenced, were captured throughout the log file. No other notable events or alarms were captured, and the pump operated at the set speed throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, (B)(6). The relevant sections of the device history records for (B)(6), and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate ii lvas. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had a driveline repair on (B)(6) 2025 and should be using a power module with an ungrounded cable or batteries.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive at home. Log files were sent for review. The log captured driveline fault alarms all throughout the log. According to the phase data one of the wires on phase 3 could be compromised. There was no low speed or pump off events seen in the log files. The other 5 wires appeared to be functioning as intended. The log also captured low power hazard/power cable disconnects/no external power on (B)(6) 2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no pump interruption during this event as the emergency backup battery (ebb) functioned as intended. Otherwise, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended.